Event description:
It was reported that the right atrial, right ventricular, and left ventricular leads all had high thresholds. The right atrial and ventricular leads were removed and replaced. The left ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, but blood noted on helix mechanism; full lead returned and analyzed. (B)(4): outer insulation breached depression, defib conductor distorted, and blood noted on distal conductor and helix mechanism; the analyst noted that there is one setscrew mark on the is-1 pin that is on the proximal end which could cause the ring to have an intermittent connection or none, but it could not be determined which setscrew marks were used; full lead returned and analyzed.